Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer received an analyzer alarm indicating abnormal sipper movement from the cobas 6000 e601 module and they rechecked all results generated within one hour prior to the alarm. Of the data provided for 22 patient samples, only the results for 17 patient sample were discrepant. Refer to the attachment to the medwatch for all patient data. The erroneous results were reported outside of the laboratory and were corrected. There was no allegation of an adverse event. The total psa reagent lot number was 291528. The probnp reagent lot number was 302724. The ferritin reagent lot number and the expiration dates were requested but were not provided. The field service representative cleaned the tubings.

Manufacturer narrative:
The ferritin reagent lot number was 00307544; the expiration date was not provided. The calibration and qc data for the tpsa and probnp reagents was acceptable. The qc data for the ferritin reagent was acceptable. The alarm trace showed 3 abnormal sipper movement alarms on the day of the event.

Manufacturer narrative:
The field service engineer changed the measuring cell. The investigation did not identify a product problem. The cause of the event could not be determined.